Event description:
Pt reported discomfort when foley catheter removed. Staff member noted 'lip' in area of where the balloon was. Had noted some resistance while removing foley, after balloon deflated passively. No bleeding noted.